Manufacturer narrative:
Occupation is lay user/patient. The test strips have been requested for investigation. The customer returned an empty vial of test strips. No investigation of the returned product is possible because the returned strip vial was empty. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Customer was talking an antibiotic on the date of the incident. Per product labeling, when other medications, like antibiotics, are taken simultaneously it can lead to either an increase or a decrease in prothrombin time. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The meter result was 8.0 inr. The result from the laboratory within 30 minutes was 6.1 inr. The customer's therapeutic range was 2.5-3.0 inr.